Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with high impedance pre-operatively. The generator was replaced and the high impedance was not resolved. No additional relevant information has been received to date. No surgical intervention has been reported to date for the patients leads.

Event description:
It was reported that the patient was referred for a lead revision. It was discovered that an employee from the manufacturer was aware of the event earlier than what was reported in the initial report. No known relevant surgical intervention regarding the suspect product has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B3. Date of event; initial MDR inadvertently included an incorrect event date b5. Describe event; corrected information; initial MDR inadvertently omitted information known prior to submission g3. Date received by manufacturer; initial MDR inadvertently included an incorrect aware date.

Manufacturer narrative:
B3. Date of event; corrected information; sup MDR #1 inadvertently included the incorrect date of the event.